Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The anchor assembly is fractured. The tip of the insertion device is bent. Only the green suture was returned, and it has no visible defect. Bio debris is present. A functional evaluation showed the proximal knob cannot rotate the bent tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength specifications and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force on the device, excessive torque on the device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an endoscopy, the footprint anchor fixing line fractured during the suture passage through the center of the anchor. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.